Event description:
Medtronic received information that 7 days post implant of this 30mm mitral annuloplasty band, it was reported that moderate to severe mitral regurgitation was observed on a postoperative echocardiogram. It was stated that another examination was performed 2 weeks post implant and no changes were noted at that time. It was reported that 3 weeks post implant of this band, it was explanted and replaced with a device of a different manufacturer. The reason for the replacement was reported as the p2 portion of the band had detached from the valve annulus. It was mentioned that the knot remained attached on top of the band, causing the valve annulus portion to tear and become detached. In addition, it was observed that both sides near the commissure portion remained firmly sutured to the valve annulus. An attempt was made to suture it and then suture the band again as it was, but the tissue was unstable and the implant could not be performed properly, therefore, it was replaced. It was stated by the physician that the patient's valve annulus tissue was slightly weaker than normal. It was reported that the patient developed postoperative tachycardia and had a pulse of 160 to 170 bpm. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received additional information which stated that the physician thought that the patients weaker than normal valve annulus tissue was the probable cause for the portion of the band detaching. It was also reported that the physician does not believe that the device malfunctioned. No additional adverse patient effects were reported.